Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm.

Event description:
A report was received that the patient was having ipg charging issue. It was also noted that the patient had severe uncomfortable related breast stimulation and unable to obtain coverage in low back and legs. Fluoroscopy showed that the leads have migrated. The patient will undergo a revision procedure wherein the leads will be replaced and the ipg pocket will be revised.

Manufacturer narrative:
Additional information was received that the patient was not able to charge due to pocket location. The patient underwent a revision procedure wherein the pocket was revised. No device malfunction was suspected. The patient was doing well post operatively.

Event description:
A report was received that the patient was having ipg charging issue. It was also noted that the patient had severe uncomfortable related breast stimulation and unable to obtain coverage in low back and legs. Fluoroscopy showed that the leads have migrated. The patient will undergo a revision procedure wherein the leads will be replaced and the ipg pocket will be revised.